Event description:
Patient was implanted with prodisc-c on an unspecified date approximately 6-8 weeks prior to the complaint report ((B)(6) 2013). Two weeks prior to the complaint report ((B)(6) 2013), the patient presented with arm and neck pain. Two weeks later, CT scan (date unknown) revealed the prodisc-c had migrated out of the disc space. Reportedly the patient claims no trauma caused the migration of the disc. Patient was returned to the or for removal of hardware. No further information was provided at this time. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
A manufacturing evaluation was performed and the report states the following: in regards to the complaint (migration), there are no related dimensional features which can be associated with the condition; also the machined dimensions cannot be checked on the superior and inferior plates due to the plasma coating. The superior and inferior plate machining dimensions are normally inspected using a cmm; plasma coated surfaces will prevent accurate location and could damage the cmm probe tips. The inlay cannot be dimensionally inspected because accurate location cannot be obtained due to assembly. The manufacturing investigation, based on the DHR review and physical evaluation of the explant is invalid. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Reportedly the patient was implanted with prodisc-c on an unspecified date approximately 6-8 weeks prior to the complaint report ((B)(6) 2013). Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Review of the device history records for lot # 7091451 (assembly 09.820.025s), the following documents were reviewed: DHR release check lists, packing process sheet, and packaging label log. Review of the process sheet shows that the sterile pack testing was within specification. The secondary packaging was within specification. The DHR release check lists do not show any non-conformity. Review of lot# 7091451 shows that the parts were processed within specification. Placeholder.

Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. Superior endplate: the superior endplate is in intact condition. No damage is visible on the keel or coating features of the superior side. The articulating surface shows signs of normal wear and there are signs of impingement on the inferior surface of the endplate and the posterior aspect of the rim around the articulating surface. Inferior endplate: the pe inlay is still attached to the inferior endplate. The assembly is in intact condition. No damage is visible on the keel or coating features of the inferior side. There are signs of impingement on the posterior aspects of the superior surface of the endplate. Pe inlay: the pe inlay is still attached to the inferior endplate and intact (see also above). The articulating surface shows signs of normal wear. Based on the mechanical testing, the current design of the prodisc-c implant is sufficient to prevent implant migration even under shear loading in excess of those routinely seen in the cervical spine. The cause for migration in this case is not known, but likely causes for implant migration include improper surgical technique, placement and/or patient selection (the patient claims no trauma caused the migration). These topics are covered thoroughly in one or more of the following: product inserts (gp2632), surgical technique guide (j7501-e), and mandatory surgeon training (dj2020-f). This risk of implant migration is captured in the implant risk analysis and is still adequately assessed. The migration in this case is deemed indeterminate from a design standpoint. As a result, no further actions regarding functional and design requirements and risk analysis are required.

Manufacturer narrative:
The device is used for treatment, not diagnosis. Date received by manufacturer: 9/16/2013. An additional product development evaluation of the exponent report concluded: there is no evidence of device failure or mal-function that warrants further actions. The implant components show signs of normal wear commonly observed in metal-on-pe articulations in total joint replacements. There are signs of impingement between the superior and inferior components.